Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the surgeon that during the procedure, the custom implant did not fit as expected. The design drawings appeared to be accurate however, the implants dimensions/features do not match.

Event description:
It was reported by the surgeon that during the procedure, the custom implant did not fit as expected. The design drawings appeared to be accurate however, the implants dimensions/features do not match.

Manufacturer narrative:
The reported issue of the customized implant not fitting as expected was confirmed to be due to incorrect implantation by the surgeon. The implant was placed with the wrong orientation. Contact with the stryker sales representative revealed that the implant was used despite a possible surgical delay of two hours, and no revision surgery is planned. A device history record (DHR) review was conducted, and no deviations were found; all required tests were passed without discrepancies. A design analysis confirmed that the implant was manufactured according to the approved design proposal, with no deviations from the standard design process. The root cause of the issue was determined to be the surgeon's failure to follow the design proposal, resulting in the incorrect fit. Based on the investigation, there is no evidence of a product defect or any design, material, or manufacturing issues.